Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was shocked by an electric fence and since then the patient didn't feel the therapy was helping with their pain like it used to. The patient stated they didn't know if the reason was the shocking of the electric fence or not but they wanted to see if they can get reprogrammed. The patient said they were on the high dose setting so they were not exactly sure how to adjust the stimulation to help with this. The patient also reported that it was taking too long to charge. The patient stated they tried charging the ins up for a 1/2 of a day, and still couldn't get the ins fully charged. The patient said they normally get all but one coupling box full when charging. The patient was directed to their healthcare professional and an email was sent to the local manufacturer representatives. No further complications were reported.